Manufacturer narrative:
Investigation: one (1) photo was provided by the customer for investigation. The photo shows one (1) syringe which appears to have damage to the barrel. The 20ml scale marking also appears to not be printed in the proper location. Due to the damage to the barrel and the skewed print near that location it appears that there was a misalignment of the loading fingers or chains when the syringe was being pressed into the printing pad. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that before use of the bd 20ml syringe luer-lok¿ tip the syringe scale markings are smudged. Material no: 302830 batch no: 9029698. The following information was provided by the initial reporter: our last order of bd 20ml syringes we received had some defective syringes. There were 10 that were defective. I looked through our supply that is left and couldn't find any more. This may be a lot issues. They were not usable due to the markings being smudged and damaged.

Manufacturer narrative:
The initial reporter also notified the FDA on 2019-04-26 via medwatch # 5086033. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 20ml syringe luer-lok¿ tip the syringe scale markings are smudged. Material no: 302830, batch no: 9029698. The following information was provided by the initial reporter: our last order of bd 20ml syringes we received had some defective syringes. There were 10 that were defective. I looked through our supply that is left and couldn't find any more. This may be a lot issues. They were not usable due to the markings being smudged and damaged.